Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels while using the pump for insulin therapy. Bg value was unknown. The customer performed an insulin change and an infusion set brand change to address the issue and high bg continued. The customer did not observe any cartridge leaks, air bubbles or issues with the infusion set site. The customer did not receive any alarms during this event. Reportedly, the customer reverted to an alternate pump for insulin therapy.